Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 442 mg/dl. The customer took pump off and gave themselves novolog and long acting insulin. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 442 mg/dl. The customer was unable to do troubleshooting at time because he is at work. The customer was advised to do a complete set change as soon as possible. The customer doesn't want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer believes the no delivery alarms are being caused by a user error not product error.